Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed. ¿device breakage or failure or inability to retrieve implanted device as described in IFU, possibly requiring another intervention or treatment modality to complete procedure¿ is one of the potential complications cited in the IFU associated with this product. In the optional procedure for filter retrieval section of the IFU, it states: ¿if the filter is retrieved, it should be done within 175 days following implant.¿ in this case, retrieval was attempted after 175 days following implant.

Event description:
According to the notice received by (B)(6) the patient was prescribed and implanted with an option elite retrievable ivc filter on or about (B)(6) 2015. The patient had a removal scheduled approximately 7 months later with dr. (B)(6) on or about (B)(6) 2015. Dr. (B)(6) was able to surgically retrieve ¿most, but not all, of the filter at this time. A leg of the filter broke off during the retrieval and traveled through the inferior vena cava and out into the left pulmonary artery. An angiogram demonstrated the broken leg of the ivc filter was in a segmental branch of the left upper lobe¿ dr. (B)(6) opted to do a second surgery to retrieve the broken leg of the ivc filter and was able to do so utilizing a 10 mm snare and a safety wire.¿ the patient alleges ¿significant injuries¿ such as ¿long and technically difficult surgery, fracture and migration of a leg of the option elite inferior vena cava filter to his lungs, and an additional surgery to remove the migrated leg of the ivc filter from his lungs.¿ argon¿s attorneys are attempting to gather information.